Manufacturer narrative:
Returned product analysis revealed the core wire and spring tip were separated from the main wire. The wire was twisted at the site of the fracture. The separation appears to be caused by torqueing forces applied on the wire.

Event description:
During a ptca procedure, the guideing wire became caught at the anastimotic site. The wire was torqued repeatedly and the tip fractured. The tip was retrieved with a snare. Pt status is listed as "ok".